Manufacturer narrative:
The device history record was reviewed and there were no anomalies noted. The consumer returned unused product and the piece of plastic on (B)(6) 2013. A visual inspection was performed and it was determined that the plastic is a component (educator tongue) from the tampon manufacturing equipment. The part can break when the machine develops a timing issue. CAPA (B)(4) has been initiated to address this issue. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer indicated that she inserted a tampon and upon removal a white, hard, piece of plastic was expelled from her vagina. She indicated that she later visited her doctor because she was not feeling well. She also continued to experience bleeding. She was prescribed an antibiotic for a bacterial infection.